Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Unit was received with high sleep current due to resistance issue at connector. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with faded serial number label.unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power error alarm. Customer blood glucose reading was 76 mg/dl. Troubleshoot was performed. Customer stated the alarm occurred during normal use and it happened within 4 hours of previous troubleshoot. Insulin pump will be returning for analysis.